Event description:
Implant date: 1992. Pt complained of pain. Explanted one side of hardware in 1994 and repaired pseudoarthrosis. Explanted remaining hardware in 1995 at which time it was noted there was a pseudoarthrosis.